Event description:
A peritoneal dialysis (pd) patient reported finding fluid within the cassette door following treatment. The set was discarded. During follow up, the patient reported that his effluent was clear. He did not have signs of an infection. He was advised to contact his pd nurse.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.